Event description:
Event description guidant received information that during a normal generator replacement procedure this implantable transvenous defibrillation lead's impedance measurements went from 408 ohms, when connected to a guidant ICD, to greater than 2000 ohms, when connected with a st. Jude ICD. There was no noise present on the egrams prior to the change out and following the procedure, there was also noise on the egrams.